Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm during bolus. The customer's blood glucose level was 375 mg/dl. The customer reported that they had already changed 3 infusion sets and reservoir but the issue still persists. The insulin pump will not be returned for analysis.